Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is saturated, and manifold valve is not shifting, and the compressor is loud. As stated on the repair statement additional malfunction on this device: power switch has no alarm.